Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that during an in office endometrial ablation procedure, the patient uterus was perforated. The perforation was seen on post-ablation hysteroscopy and appeared to go through the entire thickness of the uterine wall. The physician believes she was able to see bowel as well. The physician observed the patient for many hours after this and has followed up with her multiple times, and the patient appears to be doing well. The physician will continue to remain in vigilant contact with the patient in case a delayed thermal injury emerges. There are no additional details available.